Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 4.0mm x 100mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.